Manufacturer narrative:
Additional MDR's associated with this article: 3025141-2019-00032: case 1; 3025141-2019-00033: case 2; 3025141-2019-00035: case 4; 3025141-2019-00036: case 5.

Event description:
Following implantation of an acutrak mini screw in the hand, the screw cut out and required revision to a k-wire due to lack of adequate bone stock to allow for revision with another screw. Case 3. From: distal interphalangeal joint arthodesis in extension using a headless compressive screw. Konan, sujith; das, aditi; taylor, emma; sorene, elliot. Acta orthop. Belg., 2013, 79, 154-158.